Event description:
It was reported that the patient had the artificial urinary sphincter cuff and pump components removed due to unspecified reasons. A new artificial urinary sphincter consisting of a 4.0 cm cuff and pump were implanted. Boston scientific has been unable to obtain additional information regarding the circumstances.